Event description:
It was reported that when an asymptomatic patient presented to clinic, high pacing lead impedance was observed. Clavicular crush was suspected. The patient will continue to be monitored via merlin.net transmissions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.